Manufacturer narrative:
(B) (4). The ge service rep pulled the error log, reseated pcb's in electronic's box, adjusted the 5 vdc, and verified the ac output. The system is now functioning as intended.

Event description:
The customer reported that they went to use the unit in the afternoon and the system did not boot.